Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was pacing dependent and was contacted by the device clinic and instructed to be transported to the emergency room to be evaluated. The patient experienced multiple episodes of pacing inhibition observed on telemetry which were caused by myopotential oversensing. The patient was taken to the cath lab and a temporary pacing wire was placed to maintain right ventricular (rv) capture due to the multiple events of pacing inhibition leading to near syncope. A device changeout procedure was performed and it was explanted and replaced. It is expected to receive this device for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was pacing dependent and was contacted by the device clinic and instructed to be transported to the emergency room to be evaluated. The patient experienced multiple episodes of pacing inhibition observed on telemetry which were caused by myopotential oversensing. The patient was taken to the cath lab and a temporary pacing wire was placed to maintain right ventricular (rv) capture due to the multiple events of pacing inhibition leading to near syncope. A device changeout procedure was performed and it was explanted and replaced. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was pacing dependent and was contacted by the device clinic and instructed to be transported to the emergency room to be evaluated. The patient experienced multiple episodes of pacing inhibition observed on telemetry which were caused by myopotential oversensing. The patient was taken to the cath lab and a temporary pacing wire was placed to maintain right ventricular (rv) capture due to the multiple events of pacing inhibition leading to near syncope. A device changeout procedure was performed and it was explanted and replaced. This device has been received for analysis.